Event description:
A caller reported that the pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. The issue caused the customer's blood glucose level to rise to 570 mg/dl. To address this, the customer administered a correction injection using multiple daily injections (mdi) as backup therapy. There was no need for additional third-party assistance beyond the normal aid received. As a resolution, technical support arranged for a replacement pump to be sent to the customer with updated software and provided instructions regarding pump management and return procedures. The customer was informed about the process and acknowledged understanding.